Manufacturer narrative:
At this time, the product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure this guidewire perforated the coronary sinus. The guidewire was repositioned into a different branch of the coronary sinus. No additional intervention was performed and there were no additional adverse patient effects reported.